Event description:
Risk management completed an xlt survey and recalled an event a couple of months ago ie. 2004 timeframe where a pt who had a xlt developed an acute ventilatory obstruction and died as a result. It was reported that this was possibly due to xlt separation. Physician performed an emergency tracheotomy which included a cricothyromtomy secondary to an obstructed airway. Xlt placed at time of cricothyromtomy. Within 24 hours of mechanical ventilation pt developed acute shortness of breath and desaturated. Xlt removed and ett placed through stoma. Ventilation possible with ett when tip of ett located in mainstream bronchus. When ett withdrawn from this position, pt obstructed and they could not ventilate. Unable to provide info as to whether the xlt was intact or broken on removal. A post mortem was not provided.